Event description:
It was reported via repair work order that the bed had intermittent power due to a damaged sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.